Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose reading of 450 mg/dl at school. Customer was sent home because of his high blood glucose. Customer's current blood glucose is 350 mg/dl. Customer treated with a bolus and gave himself a total of 5 units. Troubleshooting was performed. Customer was advised to do a complete set change. Customer will be sent a tubing clamp and was advised to call back to perform the high pressure test.